Event description:
Account reported that system had an iris motor failure while firing and stop at the last 4 seconds of the programmed treatment. Doctor was unable to complete the treatment

Manufacturer narrative:
Age or date of birth, sex, weight and ethnicity: at the time of this report information for patient demographics was requested but not provided. Field service specialist (fss) visited the account after the event and checked the laser. A mechanical problem was identified and was traced to a component failure. The device failed to function as intended however, no product deficiency was identified. A review of the records related to the device that included labeling, manuals, trending, and risk documentation reviews was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released and no design or manufacturing issues were identified. There was no product deficiency identified. All pertinent information available to johnson & johnson has been submitted.